Event description:
It was reported this balloon ruptured during a common femoral angioplasty procedure. A dissection was noted to have occurred. A wall stent was subsequently placed. Another unit was used to successfully complete the proceudre with no pt complications. Balloon rupture or balloon leak is an anticipated event of angioplasty which has been associated with over-pressurization or use in a highly calcified lesion. Co's directions for use state: "if loss of pressure within the balloon catheter occurs during inflation or if the balloon ruptures during dilatation. Immediately discontiune the procedure. Deflate the balloon. Do not reinflate and remove carefully... Inflation in excess of the rated burst pressure may cause balloon to rupture."